Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and double counting on the right ventricular (rv) lead. Follow up concluded that no intervention was performed and the rv lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.